Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. In addition, an analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for this event could not be conclusively determined. The submitted system controller event log file contained data (B)(6) 2019. It was noted that the patient was implanted that day. Low flow alarms were noted until the end of the file. The system controller periodic log file did not contain any data. The lvad event and periodic log files contained data on (B)(6) 2019 and showed the flow mean varying from 0.7-2.3 lpm, below the low flow threshold of 2.5 lpm. Despite the observed low flow events, the pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas with no further issues. There is no product available for evaluation. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had to be electively re-intubated after CT showed left sided hemopericardium, fever, and bleeding present in mouth/airway (cause/source unknown) which was causing respiratory compromise. Currently, patient is on milrinone. Lvad is still stable. Prior to intubation, patient was mentally intact. With positive blood cultures. No further information was provided.

Manufacturer narrative:
The approximate age of device: 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a hvad to heartmate 3 exchange on (B)(6) 2019. Patient had several hours of bleeding, issues with low flowing on the heartmate 3, and centrimag rvad placed. Patient volume resuscitated with various blood products. Flows improved to within normal limits for both the heartmate 3 and centrimag. Patient's chest remained open and was transferred from the operating room to the intensive care unit. Patient was treated for high blood pressure and more volume resolved the low flow issue. Technical services reviewed the submitted log files, and low flow hazard alarms were confirmed. On (B)(6) 2019, it was reported that rvad (centrimag) was explanted. Packing removed from chest. No additional information was provided.